Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 355mg/dl, 127mg/dl, 127mg/dl. Tests were done <10 minutes apart with a difference of 66%. Patient did not experience any adverse events. No further information has been reported. Note-in the potential medical tab there are results of 355mg/dl, 127mg/dl. Tests were done <10 minutes apart with a difference of 66%.